Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that during regular patient assessment, the vad coordinator noticed there was green gelatinous substance at the modular cable connection with the controller. The substance was present inside the area where the percutaneous cable was inserted. There was no alarm or event related. The controller was exchanged as a precaution during a routine check-up at an outpatient clinic. The modular cable was not exchanged. The pump performance was as intended with normal parameters reported. The patient was stable.

Manufacturer narrative:
Section d4 - corrected. Manufacturer's investigation conclusion: the reported event of a green gelatinous substance at the end of the percutaneous cable was unable to be confirmed. Review of the downloaded log files contained data from (B)(6) 2025, per timestamps. All of the captured data appeared to show the system operating as intended. The heartmate 3 vad modular cable (lot number 7695946) was not returned for analysis and remains in use. Provided information stated that the modular cable was not exchanged, the patient is in stable condition, and no atypical alarms were associated with the event. No photos were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook, section 4 ¿ ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.